Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed her insulin pump and she does not believe that she is getting insulin. Customer stated that she programmed her pump and had a high blood glucose level of 502 mg/dl. Customer stated that the reservoir icon appears to still be full. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was short of breath but stated that this is normal and was light headed and dizzy. Customer was advised that the symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer has treated with the pump and an insulin pen last night. Customer stated that the cannula was straight but bloody when the infusion set was removed. Customer stated that her basal rates were programmed correctly. Customer will be sent tubing clamps as a courtesy.